Manufacturer narrative:
(B)(4). Neither device nor any imaging studies received. Therefore we cannot determine the cause of the event.

Event description:
Per a patient call, it was reported that post-op, she had been experiencing neck pain, headaches, and nausea. The patient wanted to know if her implant was part of a recall.